Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male pt of unknown age or origin. The pt was taking an unspecified medication for treatment of an unknown indication. In 2007, the humapen ergo burgundy / clear pen body (lot 40104) with a clear cartridge holder attached was reported to have two broken engagement tabs. This humapen ergo, burgundy / clear pen body with a clear cartridge holder attached is associated with cid00471125. The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the pt had used this device model. The device was returned to the company the day before. It was unknown if this humapen ergo teal / clear pen body with a clear cartridge holder attached was continued.

Manufacturer narrative:
Reportable malfunction / near incident identified. Investigation in progress.